Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Final analysis via electrical testing did not find any indication of conductor fractures or internal shorts. Both visual inspection and x-ray analysis of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the lead failed to capture. The physician elected to not used the lead and a new lead was implanted. The patient was discharged with no reports of adverse consequences.